Event description:
"After sliding the blue sleeve over the catheter, the blue sleeve is still loose. The blue sleeve over the catheter should provide a tight fit connection on the port. The doctor did not like this 'unexpected' step. The pt was fine and no serious injury occurred."

Manufacturer narrative:
Hdc does not MFR the v-port. Hdc is simply a distributor. The MFR is the v-port is called clinisurg vascular products, inc. Hdc will contact clnisurg for complete complaint investigation. There was no serious pt injury reported.